Event description:
During an atrial fibrillation procedure, air bubbles were observed during aspiration after the volt catheter was inserted into the agilis 13f sheath. It was noted aspiration was difficult. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.